Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient felt a pop on outside of the knee. Intermittent discomfort worse with stairs and getting up from chair

Manufacturer narrative:
(B)(4). DHR review was unable to be performed as the lot number of the device involved in the event is unknown.

Event description:
Patient felt a pop on outside of the knee.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.